Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a meal the user experienced elevated blood glucose levels that rose and remained high, with a documented peak of 255 mg/dl and duration above 180 mg/dl, while the app was not syncing data for remote review; user declined a supply change and no device alarms above 300 mg/dl for over 90 minutes were reported. Symptoms included none reported. Outcomes included no need for assistance, no medical intervention, no ketone testing, and no backup therapy use. Investigation included complaint intake with troubleshooting and education to address high glucose and data sync concerns. Investigation of this case revealed an unclear cause of hyperglycemia and no device alerts, with no definitive device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.